Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment the programmer does not work. The software reconfiguration failed due to a system error message was observed when the programmer was booted up. It was also determined at analysis that the emergency key was not responding. The link electronic module (lem), board was replaced to resolve the system error and the printed circuit board (pcb), emergency key was replaced. The keyboard printer control panel was damaged. There was no paper in the tray, the left and right keyboard hinges were broken. The left and right upper bullets assy were missing. The software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer does not work. The programmer returned into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.